Event description:
Patient j carstens received implant (rflt rapid ra5010c reflect rapid fixture ø5.0mm x 10 l) on (B)(6) 2022 but it failed to integrate and the implant was removed on (B)(6) 2022. X-rays provided.